Manufacturer narrative:
Exact date unknown, event occurred as years passed from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was not holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patients ipg was not holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1110-02 , sn: (B)(6). The returned ipg was analyzed and it was found that the device measured 3.63 volts. It was fully charged in one cycle. A review of the patients data found that the battery depletion rate was within the expected range. The device was implanted in 2011. An electrical test revealed found no anomalies. With all the available information, boston scientific concludes that the reported event of ipg not holding a charge was confirmed. The ipg revealed no anomalies. However, the device was implanted in 2011. A labeling review found that the rechargeable stimulator battery should provide at least five years of service. Over time and with repeated charging, the battery in the stimulator will lose its ability to recover its full capacity and resulted in inadequate stimulation.